Event description:
Following a novasure endometrial ablation, the physician did a post hysteroscopy and noted the "uterus did not appear to be fully ablated" and "part of the cervix was burnt." Additionally, the physician reported she thinks she "perforated with the hysteroscope [not a hologic device] during the post ablation hysteroscopy." A general surgeon was called and a laparoscopy was done. A "small posterior perforation" was confirmed but "no bowel injury." No treatment was needed for the perforation or cervical burn. The pt was admitted to the hospital for overnight observation and discharged home the next day. On (B)(6) 2012, it was reported that the pt is doing fine.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. IFU: according to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).